Event description:
Patient presented back to the physician with erosion at the chest incision. The physician performed surgery on (B)(6) 2021 to remove the sense lead and the ipg, resolving the issue.

Event description:
Patient presented to the physician with an open incision at the ipg through which the leads could be seen. Physician prescribed antibiotics to prevent infection and re-stitched the ipg incision site in clinic to resolve the issue.